Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient saw their hcp on (B)(6) 2018 who did some testing and found that the ins needs to be replaced; patient did not know the cause. The patient cancelled replacement surgery because they could not afford it. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: multiple dates provided: 2018 ("a week ago") for leakage/frequency issue; (B)(6) 2018 for por message; (B)(6) 2017 for back surgeries. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had turned the ins off about 6-8 months ago because they ¿felt so good¿ and wanted to see what happened when it was turned off. They went quite a few months without any problems. However, about a week ago they had leakage and frequency again. When the tried to turn the device back on today they encountered a power-on-reset (por) message on their programmer. The patient stated that "I had back surgery in (B)(6), and before that, prior to that, I am like I am going to try and turn it off, it was causing concern with my orthopedic, so let me turn it off". The patient was to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.